Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported the jaws of the articulating enseal device got stuck while attempting to dissect ligaments during a total open abdominal hysterectomy. The doctor wasn't able to force the jaws open and had to cut around the jaws to remove the device from the patient. No vessel was in the jaws, only ligaments. A second device was used to complete the case with no consequence to the patient.